Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had connection terminal malfunction and no video image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer' investigation. Please see also section b5 for updates obtained from customer response to follow up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported issue was confirmed. Device evaluation found cable failure causing the no image. Evaluation noted cable flooding, image flooding, cable pinhole, and electrical contact damage. Based on the results of the investigation, the reported issue was confirmed and found to be due to cable damage attributed to component failure. The root cause of the cable damage cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during a pre-inspection for a therapeutic an unspecified procedure.